Event description:
It was reported that a spectrum pump had an unspecified system error during an infusion iwth IV fluids (programmed amount and deliver rate unknown). It was reported that there was patient injury.

Manufacturer narrative:
(B)(4). Baxter received an devaluated the device. The device was found out of specification in relation to the reported system error which was not reproduced. System error 341 alarms were confirmed through review of the event history log. The evaluation was unable to determine the cause. The input/output printed circuit board and upper auxiliary are known contributors to this symptom and have been replaced.